Manufacturer narrative:
Fiber card analysis: the 26,830 joules of use were verified. The fiber card was found to be expired as a result of reaching the soft joule limit. The expired fiber card would prevent the system from recognizing the fiber and prevent further use. The soft joule limit expiration is the result of fiber inactivity of 30 mins. The fiber card functioned per specification. Fiber analysis: the fiber's glass cap was found to show evidence fo a radial fracture, proximal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap. Severe burnt detritus on the metal cap, devitrification of the glass cap at the output window and severe devitrification at the glass cap distal end were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at 26,930 joules during a prostate procedure, the fiber card would no longer permit the fiber to function. The procedure was completed using a second fiber. There was no pt injury reported.